Manufacturer narrative:
Fiber analysis: the fiber was found to have a radial fracture of the glass cap distal to the fiber/cap fusion zone at the bevel. The metal cap exhibits scratches and has become loose from the outer flow tube; the outer flow tube was observed to damaged/stretched. Moderate detritus on the metal cap and melting at the output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber stopped firing. The procedure was completed using a second fiber. Patient outcome: "no injury to the patient."